Event description:
While reviewing programming history found in the manufacturer¿s programming history database for the patient it was found that a computer software error likely had occurred. It was observed and confirmed with a system interrogation that the patient left an appointment on 11/28/2010 with intended programmed settings that would indicate an incomplete diagnostic test. When the patient returned on (B)(6) 2012 an interrogation of the system was performed that showed the patient's settings had changed to unintentionally programmed settings. The device was then programmed to an efficacious setting. It is unclear if the settings were the result of an incomplete diagnostic or they were intentionally programed to those settings but an incomplete diagnostic is...

Manufacturer narrative:
The initial report unintentionally reported the incorrect event date as the date the event occurred is unknown. Although the setting change was noted on (B)(6) 2012 it is unclear when the incomplete diagnostics would have occurred since the patient left their last appointment of record at the correct setting.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.